Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation, the device was able to power on using batteries; however, led segments on the led digit failed to illuminate upon start up. The unit was able to obtain readings and alarmed audibly and visually under alarm conditions, but the readings were not clear due to the missing led segment. Internal inspection revealed led segment has an open circuit across two nodes. The failure was isolated to component (d2) of the instrument board, resulting in display segments being blank. A service history record reveals the device has been in the field for over (8) eight months with no other reported related issues.

Event description:
The customer reported the device has a bad top display. No patient impact or consequences were reported.